Event description:
The user reported, the monitor display went blank and the blood gas alarm was heard. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.